Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419688 lead, dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one month ago a wire a broke on the left side, and that the last pacemaker adjustment put them in bed for two days. The patient indicated that the right side lead broke a while ago. Follow-up with the clinic indicated that the patient has multiple health issues unrelated to their pacemaker system. The clinician confirmed that the right atrial (ra) lead has experienced noise and high impedance measurements, however, the physician has chosen to monitor that lead for now. The ra lead remains in use. No patient complications have been reported as a result ofthis event.